Manufacturer narrative:
Age at time of event, date of birth: the patient ages were not provided. The article noted the mean age: 73.9 years, thus (B)(6) years was utilized. Sex: females and males were included in this study. Outcomes attributed to adverse event - other serious or important medical events: it is unknown if and what medical or surgical intervention was performed. Date of event: the dates of the events were not provided. The article noted the data was retrospectively on patients with wound closures from july 2015 to june 2019, thus the date 01-jul-2015 was utilized. Device identifiers were not provided, and the devices were not returned for evaluation. Based on information provided, it cannot be determined that the alleged seromas are related to the prevena" incision management system. The article noted there was no statistical difference between the two groups in the rate of seroma formation. It also noted that most seromas were managed non-operatively with observation and this may not be clinically significant. It is unknown if and what medical or surgical intervention was performed. The device has not been demonstrated to be effective in reducing the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma as per manufacture's indications for use. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, states: prevena" 125 and prevena plus" 125 therapy units manage the environment of closed surgical incision and is intended to aid in reducing the incidence of seroma; and in patient's at high risk for post-operative infections, aid in reducing the incidence of superficial surgical site infection in class I and class ii wounds. The device has not been demonstrated to be effective in reducing the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma. Warnings: the therapy unit is a prescription medical device. Please read and follow the instructions in this guide so the product can perform properly while in use.

Event description:
On 23-jun-2021 the following information was received by kci after a review of journal article, laura j. Meiler, elsworth c. Beach, bhakti chavan, kristen j. Conrad-schnetz, jeffrey a. Stanley, nicole d. Ramon. Benefit of negative pressure dressings in vascular surgery patients with infra-inguinal 1 incisions after short-term followup assessing the benefit of incisional negative pressure 2 dressings in community-based vascular surgery patients with infra-inguinal incisions. J vasc surg. 2021 may 18: s0741-5214(21)00738-2. Doi: 10.1016/j.jvs.2021.04.058 noted the following: under table 3: 20 of 82 patients experienced femoral seromas. The article noted, "there was no statistical difference between the two groups in the rate of seroma formation . Within the vascular patient population there is increased risk of developing wound complications especially in infra-inguinal incisions. Discussion noted "most seromas were managed non-operatively with observation and this may not be clinically significant." No additional information was provided. The prevena" incision management system identifiers were not provided, therefore device evaluations and device history record reviews cannot be completed.